Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6) model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had developed a low-grade fever and shortness of breath. The patient was advised by the physician to visit the emergency room but did not push thru on the patient's accord. The patient was prescribed with antibiotics out of precaution and was stable. No known causes for the patient's symptoms.